Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high blood glucose. The customer¿s blood glucose level was 499 mg/dl at time of incident and current blood glucose level was 332 mg/dl. The customer stated that the pump was not pumping anything through and he had high blood glucose. The customer was treated with manual injection with a syringe. The customer alleges pump was under delivering and blood glucose not coming down and did not see any insulin coming out. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to call back for assistance if high blood glucose persist. The insulin pump will not be returned for analysis.